Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Under water pressure testing was performed and no leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp t-connector extension set leaked from the connection between the female luer and the infusion line (non-baxter product). The issue was identified during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.